Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and was explanted after 67.5 months of service. A similar device was implanted without reported complication. The explanted device will be returned to guidant, where it will be analyzed for premature battery depletion. To date, there have been no reported patient symptoms associated with this clinical observation.